Event description:
A customer who had a pre-existing contact allergy ordered one of co's knee braces. The patient developed a rash on the knee from the neoprene padding, which spread to the trunk. The patient was treated at the emergency room and released. The company switched the material to evazote but the irritation continued. Two days later the patient felt ill and was admitted to the hospital for a day's observation, treated and released with antibiotic treatment and anti-allergy medicines.